Event description:
It was reported that, "knee surgery in (B)(6) 2009. No pain but alleges slipping of knee with fluid and 'clanking'. Hcp says revision."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.